Event description:
It was reported that an eagle plus screw had backed out from the cervical plate 3-months post-op. A revision was performed to remove the hardware.

Manufacturer narrative:
Implants have not been returned for evaluation at this time. X-rays showed that the plate was placed at an angled that indicates that the screw that backed out may have had limited bone purchase and a portion of the screw may have been in the disk space between the vertebra and the interbody device. This may have compromised the effectiveness of the device to stay in place.